Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was implanted on (B)(6), 2011. The patient experienced leg weakness the following days. The patient's health care provider performed a CT scan and found that the catheter entered the patient's conus and spinal cord. On (B)(6), 2011, the patient's catheter was replaced. The patient's leg weakness is better, but as of the time of the report, had not been out of bed. The patient's pain control is also much better following the replacement. The drug in the pump at the time of the event was reported. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.